Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model 9805p, serial number/date code (B)(4) is approximately 1 year old. The owner's manual part number 1024492 rev e (may-06) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female whose height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the 9805p hydraulic lift was allegedly used 3 times when the base bent a foot into the air. The left side wheel is allegedly twisted up into the air. The base is to be replaced. No injury alleged.

Event description:
Dealer called stating that the base is bent a foot in the air and the left side wheel is twisted up in the air.